Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt and there was no physical damage found on the device. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as the occlusion detection level of the downstream occlusion sensor was within the standard. Root cause of the reported issue is unknown as no fault was found. By customer request, the pump is being returned to the customer with no repairs performed. The product is beyond 11 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a high pressure alarm. However it was reported that there was no occlusion present. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.